Event description:
It was reported that during device change out due to eri, an insulation break was noted under the suture sleeve on the rv lead. The lead was capped and replaced. Patient was fine after procedure.

Manufacturer narrative:
.